Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used to treat post sphincterotomy bleed during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not detach from the catheter despite opening and closing the handle. They also tried to "jiggle" the catheter for the clip to release from the catheter, but were still unsuccessful. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used to treat post sphincterotomy bleed during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not detach from the catheter despite opening and closing the handle. They also tried to "jiggle" the catheter for the clip to release from the catheter, but were still unsuccessful. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event. Note: the complainant reported that the clip was used with a duodenoscope. However, according to the instructions for use (IFU), "the resolution 360 ultra clip is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block h2: correction: block b5 (describe event or problem) and block h6 (device codes) have been corrected. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.